Event description:
It was reported the insulin pump alarmed during manual prime and insulin was squirting out. Customer was disconnected during prime. The piston kept moving forward after reservoir contact. No numbers or beeps on the device. Customer was unable to exit prime sequence. Customer attempted using another set. The device was not dropped, bumped, or exposed to water. The drive support cap appears to be normal. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
The insulin pump powered up properly and the screen displayed normally, no blank display was noted. The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratches on the lcd window, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.